Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: mean age among the patients was reported to 71.59 years. A3: all of the patients are men. B3: the date of event is unknown. Therefore, the online publication date of the literature article is used as date of event. Gore has made multiple attempts to acquire additional information to classify a specific device problem, device identification, as well as patient details from the corresponding author. The author has not provided any additional information. Review of the manufacturing records could not be performed as a valid lot number was not provided. Neither images enabling direct assessment of product performance nor products were returned for evaluation, therefore, a device evaluation could not be performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. This complaint was initiated based on a reviewed literature article, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following article was reviewed: pastor alconchel, l., inaraja pérez, g.c., herrando medrano, m., garcia nieto, b., hidalgo iranzo, n. And marzo álvarez a.c. (2024). Influence of proximal fixation on aneurysm neck evolution after endovascular treatment of infrarenal aneurysms. Ann vasc surg. 109, pp. 414-423. Doi:10.1016/j.avsg.2024.07.092. The objective of this study was to compare two endoprosthesis and the long-term influence of fixation systems in patients undergoing endovascular aneurysm repair [evar] for aorto-iliac aneurysms between january 2011 and december 2020. The study included two devices, endurant with suprarenal fixation [srf] and gore® excluder® aaa endoprosthesis with infrarenal fixation [irf]. There were 42 patients [mean age of 71.59, all males] in the irf group. In the irf group, outcomes included type ia endoleak [n=1], type ii endoleak [n=17], type iii endoleak [n=1], reinterventions [n=7], and neck related reinterventions [n=1]. All neck related interventions were due to type ia endoleaks. One patient received a proximal cuff.

Manufacturer narrative:
Corrected h6: type of investigation code b13 was inadvertently entered and should be removed.